Event description:
Procedure: wedge resection. According to the reporter: the surgeon could not squeeze handle the 4th time. The sulu did not fire completely, staples at the distal end did not form properly and a component disengaged into the patient cavity. Surgery time was extended by more than 30 minutes. The component was retrieved.